Event description:
Per the clinic, the patient sustained trauma to the head at the site of the implant. Communication with the device was unobtainable.explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; it is unknown if the patient was reimplanted with a new device.this report is filed (B)(6), 2012.